Event description:
It was reported that the patient experienced pain in the rectum following a 02/2010 fall in which the patient broke an arm. The pain was felt when the stimulator was both on and off. The patient stated that no x-rays or imaging were done to confirm lead placement or migration. After additional testing was performed (including a CT scan), the patient's health care provider (hcp) stated that the pain experienced had nothing to do with the colon. The stimulator was later reprogrammed. It was later reported that the therapy was turned off and the patient's pain symptoms subsided. A lead revision was then completed at a later date. The patient was "doing well" following the procedure. No further details, patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4)